Manufacturer narrative:
Prior to the event, the tpm qc results were within the lab's established ranges. There is no indication that service was dispatched at this time. Troubleshooting and repair information were requested by bci, but has not been provided yet to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously low modular total protein (tpm) result that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was not reported outside the laboratory. The sample was repeated on an alternate analyzer, which resulted within normal reference range and reported out. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.